Event description:
Contact in another country, reported that instrumentation between thoracic vertebra and sacral vertebra was done with the rods of depuy spine isola and liberty of danek in 2008. After the surgery, it was found that both of the rods were broken in l5-s. Isola tandem connectors were used to connect broken rods. Later, the connectors were found to have loosened. The product remained in the pt's body. Device 1. See also: 1526439-2008-00125.

Manufacturer narrative:
Nothing was returned for evaluation and no images provided. This was a mixed construct (depuy/danek). This may have contributed to the breakage and loosening that was reported. Breakage of the rods would cause instability in the construct that may explain why the connectors loosened. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique depended and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.